Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the site reported an out of range impedance in the final programmed settings (8662 ohm). It was unknown whether there was assessment for the product/therapy relatedness made by the investigator, sponsor or by cec. It was unknown whether there was nay impact to the patient or whether there was any additional medical intervention required. A query had been placed to verify if ae/dd. There were no patient complications reported as a result of this event.